Manufacturer narrative:
This lead was expected to be returned. Upon return analysis will be conducted and this investigation will be updated.

Event description:
It was reported that this patient had to undergo a revision due to an infection. The system was going to be re-implanted on the opposite side. During the re-implantation of this right ventricular (rv) lead the helix would not extend. A new lead was used. This lead was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The complete lead was returned intact. The helix was retracted and dried blood fluid and tissue was noted in the helix housing. The helix was deformed, while electrical testing confirmed that the lead was continuous with conductors intact. Laboratory analysis did not confirm the allegation of an infection although this is a known inherent risk of the device.

Event description:
It was reported that this patient had to undergo a revision due to an infection. The system was going to be re-implanted on the opposite side. During the re-implantation of this right ventricular (rv) lead the helix would not extend. A new lead was used. This lead was expected to be returned. No additional adverse patient effects were reported.